Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with a gastrointestinal bleed after complaints of dyspnea on exertion (doe) and generalized weakness. An upper endoscopy (egd) performed was negative. Aspirin was stopped and coumadin was held. The patient was transfused with 8 units of packed red blood cells. Hemoglobin (hgb) on admission was 5.6 g/dl, hematocrit (hct) was 17.1%. At discharge hgb was 9.7 g/dl and hct 29.3%. Coumadin was restarted prior to discharge with a lower inr goal. The patient was discharged on (B)(6) 2018 in stable condition. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.